Event description:
On (B)(6) 2012, pt reported the up button on the infusion device does not work properly and is "stuck down." He changed the battery and reported the infusion device would not power on. He inserted 2 new batteries, but this did not resolve the issue. He reported the protective rubber on the up and down buttons was damaged at work, and the ground-plate of the infusion device is exposed. The up button does not produce an audible sound and does not work even if pressed hard. The infusion device was not dropped. The infusion device, battery, and battery cover were replaced and requested for evaluation. No physiological effects were reported, and the pt did not require treatment for a health care professional or second party to address the issue.